Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported pump warns frequently for occlusion. Caller stated the patient can just start it again after the warning, without changing anything and the pump works again. Caller reported there are other times, in spite of replacing the complete infusion set, the pump warns right away again. Caller stated the day before yesterday and yesterday the patient experienced elevated blood glucose readings. Caller suspects patient has not gotten enough insulin as her readings are so high; exact reading was not provided. Caller reported patient has switched to injection therapy. Caller alleges inaccurate delivery of insulin. No adverse event reported. Requested return of the alleged pump for evaluation.